Event description:
It was reported that during a da vinci gastrectomy procedure, ta broken cable was noted on the permanent cautery hook instrument. Instrument doesn't move and coagulate correctly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.